Event description:
The manufacturer received info alleging an internal battery was not holding a charge. There was no harm or injury reported. The device has yet to be returned to the manufacturer eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.